Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The customer stated that "the device stopped operating when the nurse was near the patient for suction, then switched to ambu bag". The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed on the device. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's system board and blower assembly were replaced to address the issue. After replacing the parts on the device, the final and run-in tests, battery check, valve check were performed, and the device was cleaned on the device. The device was found to be operational.